Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that the mesh never worked properly and she has experienced nerve pain down the front of the thighs and tops of her feet, severe pain in the groin and pelvic bone, severe abdominal pain on the left side, severe lower back pain, difficulty walking, painful intercourse, urinary tract infections, bowel problems and general pain all over. The mesh was removed on (B)(6) 2018. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 09/03/2019.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/5/2019.